Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 3.5cm distal from the strain relief. There was blood and contrast in the inflation lumen and balloon. Microscopic inspection revealed a pinhole 6mm distal from the marker band and tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon burst.

Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superfical femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation for 3 seconds at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation for 3 seconds at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.